Event description:
Pt reported that the ss meter/lab comparison readings were 134 mg/dl (ss) versus 170 mg/dl (lab), respectively (21% difference). Pt experienced numbness in toe at time of comparison. Control solution test reading (126) was in range (91-137). Lfs rep reviewed qc procedures with pt. The meter was replaced. There was no allegation of harm.